Event description:
It was reported that the patient was scrolling through her patient programmer on the day of the report and saw "a doctor's face." The patient was using navigation button to the right when on the parameter row but did not have access to adjust rate on program b. She had been having issues but she met with a manufacturer representative and reprogramming was performed. The ins (implantable neurostimulator) was "turning itself up in intensity on its own," which started about 2 1/2 weeks prior to the report. It was stated that over the last few months prior to the report her battery seemed to be dying out faster. She was "set at an 8" and her battery only lasted a day and a half. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).